Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the atrial lead was capped and replaced due to an insulation issue.

Event description:
New information received on apr 17, 2019, indicates that the patient presented in clinic with noise on the lead. The patient was stable before, during, and after the procedure.